Event description:
It was reported that after insertion the catheter had resistance, at time of removal was discovered that the catheter tip was damaged with a bd insyte¿ autoguard¿ bl 22ga x 1.0in. The following information was provided by the initial reporter, translated from spanish to english: a single puncture for placement of a 22g safety intravenous catheter is performed, at the time of puncture it generates resistance and at the time of removal a catheter tip with fissure is evidenced that prevented a correct puncture and placement. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. The photo displayed a needle cover and a 22ga catheter/adapter assembly. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): the defect catheter tip integrity, could not be identified or confirmed. The photo did not provide sufficient evidence to identify the alleged defect/failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion the catheter had resistance, at time of removal was discovered that the catheter tip was damaged with a bd insyte¿ autoguard¿ bl 22ga x 1.0in. The following information was provided by the initial reporter, translated from spanish to english: a single puncture for placement of a 22g safety intravenous catheter is performed, at the time of puncture it generates resistance and at the time of removal a catheter tip with fissure is evidenced that prevented a correct puncture and placement. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic to the skin.